Event description:
It was reported that during the passage of the screw, the screw lost its adherence that enveloped it and it did not attach to graft, the screw broke inside the patient the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Event description updated since new information was received.

Manufacturer narrative:
The reported 10mm x 30mm biosure ha intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided: the screw would not purchase during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper preparation of the insertion site. Use in pathological conditions of bone, such as tumors, severe osteoporosis, and skeletal immaturity, may impair the ability to securely fix or anchor the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the passage of the screw, the screw lost its adherence that enveloped it and it did not attach to graft. There was no delay or patient injuries reported. There was no back-up available to finish the procedure.

Manufacturer narrative:
One 10x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint. A majority of the screws threads have been damaged/deformed and are missing pieces. The screws major diameter, length and wall thickness were measured and found to meet print specifications. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: improper site preparation for bone quality or tunnel size. Excessive force placed on the screw during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.